Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report that the patient had suffered elevated blood glucose readings for two days. On (B)(6) 2012 at 2:16 pm, the patient obtained a blood glucose reading of 600 mg/dl, and on (B)(6) 2012 at 10:45 am, the patient's reading was 450 mg/dl. The patient reportedly experienced no symptoms of high or low blood glucose levels. The patient claimed she took correcting bolus doses of insulin via a syringe injection, but her blood glucose levels did not drop. Troubleshooting revealed the pump's date/time and basal rate settings were correct, and there were no issues seen with the infusion set or infusion site. It was also determined when reviewing the pump history, that the total daily bolus for (B)(6) 2012 did not match the boluses programmed, and also that the total basal given was 15.60 units instead of the programmed 37.15 units. The issue was not resolved. As the patient allegedly suffered blood glucose levels suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history revealed a manual date and time change made by the user on (B)(4) 2012 from 11:10am to (B)(4) 2012 11:14 am. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. A 10 unit bolus was performed successfully using a test meter and accurately recorded in the pump history. There were no hypersensitive keys observed on keypad. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The reported complaint was not duplicated during investigation.